Event description:
It was reported that the patient presented via remote transmission with episodes of signal drop out during ventricular tachycardia (vt) and ventricular fibrillation (vf) events. It was noted that the vf/vf events were determined to be in of the monitor zone but out of the zone for therapy and would still have remained out of the zone even if there was no under-sensing present. The patient was reported to have passed away, however the physician did not allege that the device caused their death.